Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the master tool manipulator (mtm2). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, customer reported that matching grip issue occurred with medium large clip instrument on universal surgical manipulator (usm) 3 during the surgery. The issue persisted after back-up clip instruments. Tse advised customer to roll the mtm after relax the surgeon hand for matching grip, or to check another arm. The customer accepted it and followed the advice. The customer later reported that the issue still persists after reseating the adapter on usm 3. Customer did not check with another arm, however tse confirmed there was no related error in the logs, so csr accepted it and will check this issue later. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm instrument for failure analysis investigation. The instrument was analyzed and installed onto an in-house system where the auto calibration was triggered indicating fault on the gimbal, replicating the reported event. The mtm2 was then installed onto a patient side cart fixture test platform (pftp) where calibration was found to be failing on grip auto calibration. Once testing was completed, gimbal handle was aba (applied behavior analysis) tested and was verified that both grip levers, lever magnet, inner and outer springs to be the source of the fault. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified after the console started. The ports were placed prior to the issue being identified. The system functionality was checked upon powering on the system. The system initially powered on without any errors. The representative was called for troubleshooting but could not be complete. There was no patient injury.

Event description:
Refer to h11 for follow-up information.